Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, there was a u-02 erbe generator error. The customer powered on the erbe at the start of the case, and it has a u-02 error. The customer tried to power cycle a few times with no change. The customer will try to use the coviden generator for the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting u-02 erbe error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu reported failure was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. The complaint regarding u-02 erbe error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.